Manufacturer narrative:
Device was not returned for evaluation.

Event description:
It was reported that following an open nissen fundoplication, there was a post op bleed approximately 12 hours later on a small unnamed vessel. The elderly patient, who was in poor health, was returned to surgery to repair the vessel that had broken open. The patient subsequently died.